Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test and sensor failed per specifications. Also found sensor with cannulabent. Unable to confirm customer received sensor in said condition dueto customer returned opened/used.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend with a blood glucose level of 170 mg/dl and a sensor glucose level under 40 mg/dl. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.